Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was predicted from a quality control fluid when processed on a vitros eciq immunodiagnostic system. A definitive root cause for the event could not be determined. A vitros tsh reagent and an instrument issue cannot be ruled out as potential contributing factors. A definitive root cause for the event could not be determined.

Event description:
The customer observed a higher than expected vitros tsh result predicted from a non-vitros quality control material level I when processed on a vitros eciq immunodiagnostic system. Control level 1: 0.548 miu/l versus expected 0.411 miu/l. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if to occur undetected. There was no allegation of patient harm. (B)(4).